Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture (confirmed by physician). Healthcare professional reported capsular contracture, baker grade ii. The device has been explanted and replaced with another manufacturer's device.